Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that while the patient was sitting on the edge of the bed being washed, the power vase unit (pbu) began alarming red heart and he jolted backwards onto the bed. The patient's wife suspected that the jolt was due to his aicd firing. The patient regained consciousness and what appeared to be a shock occurred again; however, the patient did not regain consciousness this second time. The system controller was exchanged by the patient's wife and emergency services were called. Upon their arrival the patient was connected to battery power and the alarms resolved. Once it was verified that the patient was stable, his wife connected him to the pbu and the red heart alarm appeared once again. The ICD was interrogated and there was no firing event logged.

Manufacturer narrative:
The patient remains on lvad support. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.